Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent first stage interstim sacral nerve lead placement on (B)(6) 2010. No additional information was provided.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat recurrent stress urinary incontinence. The patient underwent the concurrent procedure of explantation/revision of previously implanted mesh during mesh implantation. The patient experienced pain, erosion, infection, urinary problems, bowel problems, recurrence, bleeding, dyspareunia, vaginal scarring and the need to wear pads for leakage after mesh implantation. It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and coloplast ¿ aris trans-obturator tape (lot #ak0700380) was implanted due to recurrent urinary incontinence with failed interstim device. (B)(4).